Manufacturer narrative:
(B)(4).

Event description:
It was reported that right after surgery for a replacement implantable neurostimulator, the patient got a staph infection. The patient was in the hospital for 10 days and was administered IV medications. It was stated that the patient was hurting so badly "she couldn't move." Patient had to have surgery again. Additional information was requested, but was not available at the time of this report.